Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that battery longevity decreased unexpectedly approximately two weeks post implant. Rising thresholds were noted on the right ventricular (rv) lead and following x-ray, "it looks like the leads have moved.". The implantable pulse generator (ipg) and right ventricular (rv) and right atrial (ra) leads remain in use. No patient complications have been reported as a result of this event.